Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not flashing.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and performed to spec until (B)(6) 2013. A test pad-pak was inserted into the device. An auto self-test was passed successfully and then it was manually powered up. No warnings were given and there was no response from the status led. This confirmed the reported fault. The returned device was tested, and the test therapy was delivered without fault. The green status led began to flash during the test therapy sequence and continued to flash after the device was powered off. During routine testing, a fault was found with the device membrane. The membrane was replaced and the device left under test for (B)(4) hours. The unit did not display any fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.